Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was hospitalized due to a general feeling of malaise. During the interrogation, loss of capture was observed on the right ventricular (rv) lead. As a result, a revision procedure was performed. Helix retraction required 32 turns of the fixation tool. The rv lead was positioned in another location, after 40 turns of the fixation tool, the helix did not extend. As a result, the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.